Event description:
Customer states: during use on pt a nurse confirmed a leakage of secretion from the connector and tube. Event after pushing the connector to the tube to fix them firmly but nothing improved. The customer reported not pt harm but it is not confirmed if the reported event resulted in replacement of the tube. Covidien is attempting to gather further details surrounding circumstances of this report.

Manufacturer narrative:
The sample is currently in transit to the manufacturing site for analysis.